Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported via email that upon removal of a tampon, she realized the string was short and she had to search for it to remove the pledget. She did not report any adverse health effects and did not require medical attention.